Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Placeholder.

Event description:
During a procedure on (B)(6) 2013, the surgeon was extracting the trial stem and head and the threads on the extractor and the trial eccenter stripped. No alternative parts were available or required during the procedure. There was a surgical delay of under 10 minutes. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: DHR: all parts were made to the correct material and required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. Mrr number (B)(4) was written on (B)(4) 2008. One part out of the three parts in the first article was rejected for the 26mm to 27mm diameter being undersized at 25.92mm. The mrr was dispositioned as a spec change per the synthes pde on (B)(4) 2008. The mrr was closed on january 21, 2008. (B)(4) parts were released to the warehouse on january 23, 2008. Lot # 5701021 was made per po # (B)(4) , for (B)(4) parts. The (B)(4), dated february 06, 2008, indicates the parts were manufactured and conformed to drawing number (B)(4). All parts were made to the correct material and required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no mrrs, ncrs, or complaint-related issues with this lot. All parts were made to the correct material and required specifications. There were no mrrs, ncrs, or complaint-related issues with this lot. (B)(4) parts were released to the warehouse on april 15, 2008. Comments the inserter / extractor for trial stem was manufactured to the synthes drawing released on august 23, 2007. Pd evaluation:the current drawing for the shaft of the inserter/extractor for trial stem and no changes to the design have occurred. The material of the returned device was confirmed to be per the drawing specification. The current drawing for the eccentric disk of the trial eccenter no changes to the design have occurred that would have effected

Manufacturer narrative:
Manufacture dates: january 23, 2008, april 15, 2008. April 15, 2008. Pd evaluation conclusion: based on the information provided, the specific causes of damage to the threads of (B)(4) are unknown. The instruments have been designed correctly, but ensuring that the inserter/extractor is fully tightened before hammering lies with the surgeon. E5115-3 mates with the trial stems and is used to insert and remove the trial stems. The technique guide instructs the user to make sure the inserter extractor ((B)(4)) is fully seated to avoid potentially damaging the threads. If the threads of the inserter extractor had been previously damaged and subsequently threaded into the trial eccenter, this could explain the damage done to the threads of the trial eccenter. Therefore this complaint is invalid from a design perspective.

Event description:
A problem with the insert extract for the trial stem and trial eccenter during a procedure on (B)(6) 2013 was reported. During the extraction of the trial stem and head, the screws or threads stripped on the extractor and the trial eccenter causing the extractor to detach from the trial stem and head. No alternative parts were available or required during the surgery. There was a surgical delay of under 10 minutes.